Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient encountered leakage from infusion set site which led to high blood glucose level of 23.9 mmol/l on (B)(6) 2024. The patient received correction bolus via pump, and went to urgent care. No further information available.